Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date - this event occurred in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not flow during surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.